Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found a needle with both t implants on, the knot has not been tightened down. The t1 is located behind the dimple which is designed not to allow an implant to move forward or be deployed without manual help from the actuator. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 of two(2) fast fix devices did not come out after several penetrations to the meniscus. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Manufacturer narrative:
Internal complaint reference case (B)(4).the reported device was received for evaluation. A visual inspection revealed each of the two devices were returned in original packaging with the batch number of the complaint on the label. Device one's t1, t2, and suture were returned on the needle. The variable depth straw has been trimmed. Bio debris is present. Device two's t1, t2, and suture were returned on the needle. The suture is deformed from a sharp instrument. Bio debris is present. A functional evaluation, using a simulation meniscus, showed device one's t1 would not deploy. Device two's t1 and t2 deployed and implanted as intended. An evaluation of the customer provided images found a needle with both t implants on, the knot has not been tightened down. The t1 is located behind the dimple which is designed not to allow an implant to move forward or be deployed without manual help from the actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. No containment or corrective actions are recommended at this time.